Manufacturer narrative:
On 06 march 2023, the distributor reported the additional information: the pump history was checked, and it was determined that the pump did not shut off unexpectedly. Low power alerts and alarms were observed to have announced at the time of the event. It was confirmed multiple malfunction alarms occurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Event description:
It was reported that the pump shut off unexpectedly multiple times. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.